Event description:
The customer reported being hospitalized due to high blood glucose of 800mg/dl, and her blood glucose was treated with manual injections. The caller stated that the device was not delivering the boluses. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer stated that she ran the manual prime test multiple times and the insulin did exit. However, the customer was concerned that insulin did not exit during bolus. Attempted to deliver multiple boluses while being disconnected and no insulin exited. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.